Manufacturer narrative:
Review of the manufacturing records is in progress. The device was not returned. Consequently, a direct product analysis was not possible.

Event description:
Gore received in the mail voluntary medwatch mw5042821 reporting the following: ventral hernia/laparoscopic 2000 at med ctr, non-healing wound, bowel obstruction, abdominal wall breakdown, infected prosthetic mesh of abdominal wall ventral hernia repair with mesh (goretex material with 4 titanium screws. My husband has been operated on 3 times in the stomach area. Cut from one end to the other (chest bone down to the pubic hair line). Bowel obstruction/laparoscopic, hernia repair, appendicitis, and removal of infected mesh. Appendicitis (min-line ex-lap incision 2002-2003). Developed hernia - underwent laparoscopic ventral hernia repair with mesh 2008. Bowel obstruction 2013-2014 period. Underwent laparoscopic adhesiolysis. Small bowel obstruction 2014 surgery; partial mesh removal and screws performed from each edge. On 2014 back to or for draining abdominal wound that grew serratia narsens; drained and debrided. Wound was packed. Or again 2014 for abdominal wall breakdown of fascia and more exposed mesh. Not healing. On 2015 infested mesh (remaining) was removed. On 2015 reopen incision for "flush." Clean out all infection.

Manufacturer narrative:
Lot: UDI (B)(4).

Manufacturer narrative:
The manufacturing records for this lot are beyond the required retention period and therefore, cannot be reviewed. Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications.